Event description:
It was reported that the ilet issued alert 38 indicating consecutive stalled motor events, and the user had previously attempted a restart without resolution until guided to remove supplies, perform a dry run past 120 units, and complete a new supply change, after which normal operation resumed. Symptoms included hyperglycemia with a blood glucose of 347 mg/dl and moderate ketones. Outcomes included administration of subcutaneous insulin via pen and a recommendation to disconnect from the pump for at least two hours to mitigate insulin stacking risk, with subsequent reconnection planned. Investigation included troubleshooting with supply replacement, a dry run confirming motor function past 120 units, and user education on proper supply change technique. Investigation of this case revealed that the user had been connecting the cartridge to the connector outside of the pump, consistent with user error leading to motor stall alerts rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with improper setup during the supply change procedure.